Event description:
A malfunction was reported on the pump, identified as malf 3, with no notable events occurring before the malfunction. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer reverted to a backup insulin pump for insulin therapy.